Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall. There was 1 event with patient involvement; the patient experienced unknown.

Event description:
This report now summarizes 2 malfunction events, instead of 3.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined the device had a serious injury reported under MFR report # 0001831750-2025-00696. The count of events has been corrected to reflect this.